Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a power error detected alarm and was damaged. The customer¿s blood glucose level was unknown. The customer states that the pump had a vertical crack from the battery compartment. Advised to replace the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to connector resistance issue. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. Insulin pump received with cracked battery tube threads, cracked case behind the insulin pump at the corner of the belt clip rails.